Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with air bubbles in customer's reservoir. The customer's blood glucose level at the time of incident was 149mg/dl. The mother states they conducted they changed out their infusion set successfully and everything was okay. The customer was advised to monitor the device and call back if issues persist.